Event description:
Related manufacturer reference number: 2017865-2022-42149. It was reported that the patient presented to the emergency room experiencing discomfort. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing causing inappropriate shock and the atrial exhibited noise. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of inappropriate shock was confirmed. Final analysis found as received, a complete lead was returned in two pieces. Visual examination of the lead found external insulation abrasion breaching the ring electrode cable lumen at the proximal region with abraded etfe coating of one ring electrode cable. The cause of the reported event was due to exposure of the ring electrode cable at the abrasion zone consistent with friction to the device can.